Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was loose. Therefore, the reported condition was confirmed. It was further determined that the coupling sleeve was loose. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the quick coupling for drill bits device did not function. It was not reported if the device was used in surgery or if there was patient involvement. There were no delays in the surgical procedure. A spare device was not available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. If additional information become available a supplemental medwatch would be submitted as appropriate.